Event description:
The distributor reported that the user could not calibrate the thickness of the graft to be taken. The device was used on a pt and the device tore the skin. No further info was available.